Event description:
The switch emitted sparks. Co's inspection revealed damage to the switch case, which may or may not have contributed to the malfunction. This unit was mfg in 1990, and numerous improvements have been made to the switch since that time. No deaths or injuries were reported. This event is not considered reportable under 21 cfr 803, because a similar event would not be likely to cause or contribute to death or seruous injury. This report is being made to comply with regulatory letter 90-dt-12.